Manufacturer narrative:
This report is submitted on january 07, 2022.

Event description:
Per the clinic, the patient experienced skin abrasion at magnet site and subsequently was treated with topical antibiotics twice a day (specific date and duration not reported. The implanted device remains.